Event description:
It was reported that during biomed testing, the autopulse platform displayed user advisories (ua's) 16 (timeout moving to take-up position), 42 (force overload tripped), 46 (software error) and 18 (max take-up revolutions exceeded) messages. The platform would also power off on its own. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll on 02/28/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform showed no damages to the platform. A review of the archive data was performed and revealed that no sessions occurred between (B)(6) 2014. The reported complaint of the platform displaying user advisories (ua's) 16, 42, and 18 error messages was confirmed. The archive data shows that ua16 (timeout moving to take-up position) occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. The archive also shows that ua 42 (force overload tripped) and ua 18 (max take-up revolutions exceeded) occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. However, no ua 46 (software error) was observed in the archive data. Functional testing was performed and the reported issue of the platform powering off on its own could not be reproduced. However, during initial testing, it was found that the cable between the load cell amplifier board and the processor board was not fully seated on the processor board. The connector was reseated and the platform worked as intended. In summary, the reported complaint of the platform displaying user advisories 16, 42, and 18 error messages was confirmed based on the archive review. However, user advisory 46 error message was not confirmed. Upon reseating the connector, the platform passed all testing criteria.